Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the unit had a blank display screen. It is unknown if any patient was involved.

Manufacturer narrative:
Date of report : 22jul2019, date rec¿d by MFR : 07jun2019. Information was received that the unit was not in clinical use when the malfunction occurred, and no patient was involved. The device was evaluated by tech support personnel and a field service engineer (fse), who confirmed the reported problem during an onsite inspection. No parts were replaced. The fse recalibrated the screen. After recalibration, the unit passed the extended self test and showed no further problems. The fse determined that the unit was ready for clinical use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.